Event description:
Pain in right calf [pain in extremity]. Swelling in right calf [oedema peripheral]. Swelling in ankle [joint swelling]. Pain in ankle [arthralgia]. Pain in knee cap [arthralgia]. Synvisc has not worked at all [device ineffective]. Blood clot in right leg [thrombosis]. Case description: spontaneous report received on 17-mar-2010, from an employee in a physician's office, via a company representative regarding a male pt with a history of arthritis, who reported that synvisc did not work and experienced a blood clot in the right leg, pain and swelling in the ankle, pain and swelling in the right calf, and pain in the knee cap after starting synvisc. The pt received a series of synvisc injections in both knees two times in the same month and the following month on unspecified dates in 2007. The pt reported that three days after his synvisc injections he experienced pain and swelling in his right calf and ankle, and in his knee cap. On (B) (6) 2007, the pt was hospitalized for 9 days due to a blood clot in his right leg, which was the same leg he reported as his swollen calf. He stated that synvisc did not work at all. At the time of this report, the pt was not yet recovered. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.